Manufacturer narrative:
The pcb,exch video generator was returned to the national repair center (nrc). A technician at the national repair center (nrc) inspected the pcb,exch video generator per procedure and to the ipc-a-610 with no visual damage observed. The technician installed the board into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual. The nrc could not verify the error code 137. The board passed testing. The pcb,exch video generator was sent to the supplier per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the error #137 in the iabp¿s error log, and as per the service manual in regards to the error the video generator board is mentioned to be replaced, so it was replaced. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, h6 (type of investigation, investigation findings, component codes,investigation conclusions), h10 additional fields: e1( (B)(6) ). It was reported that cardiosave intra-aortic balloon pump (iabp) fault 137 was found in the log and leak on drive manifold. A getinge field service engineer evaluated the log at the time of inspection one year after delivery, fault # 137 was found on log. Also, during maintenance after the above confirmation, a failure occurred in the drive manifold test when the all manifold test was performed. Replaced drive manifold assembly(d104-00-0031 ) and video generator(d670-00-1182 ). No patient involvement. The defective components were received for further investigation. Inspection of the pcb,exch video generator was completed per procedure number (B)(4) revision g and to the ipc-a-610 standard revision h with no visual damage observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual . The nrc could not verify the error code 137. Fat received xxx back from the supplier. The supplier stated they replaced components u41 and reworked j20. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Update fields: b3,b4,g3,g6,h2,h6(health effect-clinical code) the event occurred on the same day, during inspection.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during an inspection of the cardiosave intra-aortic balloon pump (iabp) prior to use on a patient, there was a drive manifold test failure, fault 137 was found in the log. There was no patient involvement, and no adverse event reported.